Manufacturer narrative:
The source of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system was exhibiting elevated threshold and impedance measurements on the right ventricular (rv) channel. A revision procedure was performed and this device and the associated rv lead were removed from service. Damage to the rv lead was visualized at the revision procedure. However, the specifics of the type of damage was not confirmed. No additional adverse patient effects were reported.